Event description:
The customer reported via phone call that she needed assistance changing the carbohydrate ratio. She was hospitalized on (B)(6) 2015 due to a low blood glucose level. Her blood glucose level was 32 mg/dl. The customer was hospitalized a total of four times. She was not feeling well. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.